Manufacturer narrative:
During evaluation of the ventilator at the manufacturer's service center the device failed steps during testing. The device's sensor board and active exhalation control module were replaced to address the issues. The ventilator's flow sensor assembly was replaced due to water ingress.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.